Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection, power on self-test and battery testing were performed. During visual inspection the latch roller was found to be damaged; the cause of this was unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.